Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous proximal right coronary artery (rca). A synergy(tm) drug-eluting stent was deployed in the lesion. However, poor crimping of the stent was confirmed when intravascular ultrasound (ivus) was performed. Subsequently, a 4.00mm x 8mm nc emerge(tm) balloon catheter was advanced for post-dilatation but had difficulties crossing the edge of the stent. The physician changed the guide catheter's position several times but the balloon catheter was still unable to cross. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.